Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that they lost therapeutic benefit. The patient did have benefit at one time and liked their stimulation. It was indicated that the patient would like to try using the stimulation again. The stimulation had been off for an unknown period of time. The hcp mentioned that the patient couldn't find a setting that worked. The battery status was not known. It was noted that the patient did lose their programmer for a time, but had the programmer at the time of the report. The hcp was unsure of what programming had been tried in the past. It was mentioned that the patient was not savvy with their programmer. The patient indicated that they couldn't get their stimulation turned on, but it was not clear why. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.